Event description:
Additional information received reported that there was no patient injury and the patient recovered without sequela.

Event description:
Additional information received reported that the lead was fine. A different neurostimulator was used with no issues. The patient outcome was great. The patient was having no issues and was receiving therapy.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Lead model 39286-65, serial# (B)(4), implanted: unk, explanted: unk.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the neurostimulator model 37712, serial (B)(4), found no anomaly. An x-ray of the ports revealed no anomaly. Insertion and withdrawal was performed three times with a dry lead. The insertion and withdrawal force was within specifications. Analysis of the wrench model unknown found no anomaly.

Event description:
It was reported that the doctor had trouble inserting the lead into the bottom port of the implantable neurostimulator (ins). The doctor was finally able to insert the lead into the ins, but found that the impedance values were inconsistent. The doctor then decided to implant a different ins system into the patient. No information on the patient's outcome was reported. Additional information had been requested, but was not available as of the date of this report.